Event description:
Hill-rom received a report from the account stating the nurse call would not work from either of the patient side rail controls. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
This is a conservative report as hill-rom has not been able to assess or confirm the alleged malfunction. The customer is located in (B)(6) and the parts have not been returned for investigation. Replacement parts have been sent as requested by the customer. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. No further information is available on the repair of the bed at this time. If any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.